Manufacturer narrative:
The investigation was unable to find a definitive root cause. The provided calibration and qc data confirmed the assay worked within specification.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys pth immunoassay result for one patient sample. The initial result was 4.05 pmol/l and the repeat result was 24.27 pmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 220377. The expiration date was requested but was not provided. No other assays were affected.